Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root causes were determined to be due to wear from normal use and servicing and improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearings of the attachment device were damaged. It was further determined that the device had a cosmetic defect, the identification of the device was unreadable and the lettering was not easy to read. It was further determined that the nose cone, color rings and extension sleeve were damaged. It was determined that the ball bearing was worn. It was further determined that the device failed pretest for vibration. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.